Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Healthcare professional was at a hospital and they wanted assistance to use the interstim icon, 3037. After further discussion. Caller was not sure what the doctor wanted to do with the 3037. Nurse said patient was not emptying, and they had to use a catheter. It was suggested working with patient's managing physician to address patient's condition. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.